Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 289 mg/dl at time of incident and current blood glucose level was 179 mg/dl. The customer blood glucose level was 400- 500 mg/dl. The customer was treated with pump. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer was advised to only use fingertips to obtain blood samples for calibration. The customer was advised if blood glucose readings are significantly different than sensor glucose readings to wash hands and calibrate again. The insulin pump will not be returned for analysis.